Event description:
Health professional reported a lap-band system explant without replacement due to an alleged erosion of the band. Pt originally complained of reflux after implant surgery and physician unfilled the band, noting a "regurgitation pattern." Pt returned complaining of insufficient weight loss, and the physician refilled the band. Pt then later complained of "dry heaves and difficulty keeping food or liquids down" that had been ongoing for "two years." An esophagogastroduodenoscopy was performed that showed "complete erosion of the band into the stomach with visible lap-band seen inside the stomach," as well as "multiple gastric ulcers." Physician noted pt was "noncompliant with routine follow ups" and only returned "every few years."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Erosion, reflux and ulcers are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications. After stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Reoperation to remove the device is required. Device labeling addresses the possible outcome of reflux and ulcers as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."